Manufacturer narrative:
H.6. Investigation summary: 1 sample in open package was returned for evaluation. It was observed that an extra cannula was inside the shield. Brown stain was observed on the top web. The complaint is confirmed and product is out of specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. The sample was sent for ftir test for analysis for the brown foreign matter observed on top web. The ftir result shows that the spectrum of the brown foreign had matched with the spectrum of the protein. The brown stain could be blood. Extra cannula in the shield when rack topple after the cannula station before the epoxy oven curing station the cannula is not firmly attached to the hub thus suspected that the cannula fly out of from the hub and stick to the neighboring hub with cannula. The production technician is to remove the toppled racks. However, suspected pt may miss out the rack or just put back the rack into the upright position. Brown stain on top web. The manufacturing process was reviewed. The process flow continuously from the primary packaging machine to the secondary packaging machine where no human intervention was required. Further investigation that there were no workplace injury reported during the production of this batch the returned sample was observed with open packaging. The brown stain on the top web coincides with the opening area on the top web. This non-conformance could have occurred out of the manufacturing facility.

Event description:
It was reported that a bd precisionglide¿ needle had a molding defect. The report is as follows, "looks like an extra needle was glued onto the primary needle, so it looked like there were 2 needles coming out of the tip. It peeled away, however the client did not use the needle. There is blood on the outer packaging, however, I was assured the needle was not used."

Manufacturer narrative:
The additional information is as follows: medical device lot #: 8018096. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-01-18.

Event description:
It was reported that a bd precisionglide¿ needle had a molding defect. The report is as follows, "looks like an extra needle was glued onto the primary needle, so it looked like there were 2 needles coming out of the tip. It peeled away, however the client did not use the needle. There is blood on the outer packaging, however, I was assured the needle was not used."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle had a molding defect. The report is as follows, "looks like an extra needle was glued onto the primary needle, so it looked like there were 2 needles coming out of the tip. It peeled away, however the client did not use the needle. There is blood on the outer packaging, however, I was assured the needle was not used."